Manufacturer narrative:
Unit transported patient to the closest 911 receiving hospital, transferred the patient to the emergency room staff. Crew also stated that the monitor passed a system check at the beginning of the tour and following this call. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the while operating on scene, the paramedic unit reported the mrx monitor out of service for a 3 lead malfunction. There was no reported adverse patient impact.

Manufacturer narrative:
This is a duplicate of report # 1218950-2017-01706.